Event description:
It was reported that the patient presented to the emergency room and was sent for a generator changeout procedure. During the procedure, the chronic right ventricular (rv) lead was noted to exhibit high capture threshold. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.